Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) level was near 300mg/dl and a correction bolus via the pump was delivered to address the bg level. Reportedly, for the past occlusion alarms the customer would perform a test bolus, allow the bolus to complete, reconnect their infusion set tubing to their site and then additional occlusion alarms would be received leading the customer to performer a complete supply change to resolve the occlusion. The customer alleged there is an underlying issue with the pump causing these alarm. The customer declined to upload their pump in order for tandem technical support to review the pump data.